Event description:
Event is reportable based on product analysis completed in 2009. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, catheter removal difficulties occurred. The lesion was located in a hemodialysis shunt in an unspecified vessel. Lesion details are unk. The flextome monorail cutting balloon 4.00mmx1.5cmx140cm balloon was unable to be removed through another MFR's 5fr sheath. The procedure was completed with another MFR's balloon. No pt injuries or complications were reported. The pt status is reported as "good." However, product analysis revealed a detached blade.

Manufacturer narrative:
The catheter was returned inside a 5fr sheath not in the mfg profile with congealed contrast media present in the shaft. On visual inspection of the balloon, it was confirmed that part of the proximal section of blade and pad of the second flexipoint was detached from the balloon. The missing part of blade and pad measured 1.5mm in length. None of the remaining blades were detached from the balloon surface. The returned sheath was a 5fr sheath with a slit on the end of the sheath and damage noted on the sheath end. The sheath was flushed through with no evidence of the missing blade segment inside the sheath. No other damage noted on the device. The manufacturing records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is determined to be user related. A 5fr sheath was used with this device. The directions for use (dfu) states to use a 2.00 mm (6 fr) or larger introducer sheath.